Event description:
It was reported that a pump displayed false downstream occlusion alarms. It was also reported that there was patient involvement, but no harm, as the symptom only resulted in delay of therapy.

Manufacturer narrative:
MFR ref number: (B)(4). The device was received and evaluated by baxter. The eval experienced the reported symptom of "false downstream occlusions." Incoming eval found the downstream sensor current reading to be out of specification. This elevated signal level is the cause for the nuisance downstream occlusion alarms and with a false downstream occlusion present the pump will not auto-restart. The unit was reworked and recalibrated.